Event description:
St. Jude silzone valve implanted two days prior to voluntary recall. Developed moderate mitral regurgitation as noted during 2003 catheterization. Underwent 2nd open heart surgery the next day. At which time a perivacular leak was docummented by surgeon. Prior to 2nd surgery experienced tia's. No recurrence of tia's noted following 2nd surgery.